Event description:
On 5/31/94, a 70-yr-old female pt sustained a severe myocardial infarction and was transferred to rptr's hospital where during the episode she was given tpa. On 5/31, in the cardiac catherization laboratory, a balloon pump was placed. It was thought that the balloon pump would be beneficial to the pt for healing of her coronary systems. They voluntarily removed the original iabp thinking the pt no longer needed it. On 6/8, the MFR's iabp was placed on the cardiac intensive care unit. On 6/12 the medical resident on call was notified of a probably iabp rupture. The cardiologist was then notified and he indicated he was on his way to the unit. The pt elected not to have the iabp replaced realizing that she would not likely survive. The iabp was removed on 6/12/94. She was made comfortable and subsequently expired at 1315 on 6/13.